Manufacturer narrative:
E1: establishment name: (B)(6) hospital (documented here in it¿s entirety due to character limitations in respective field) the device was returned to olympus for evaluation and the customer¿s allegation was not confirmed, however the device evaluation found: the video connecotr was cracked and flooded, and the scope count operation was heavy. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation

Event description:
The customer reported to olympus, the hd autoclavable camera head camera image did not appear. The issue was found during preparation for use/inspection. The procedure was completed by switching cameras with no delay. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the image failure could not be determined. It is possible that no image occurred temporarily due to temporary communication failure caused by flooding from cracked part on the video connector. Olympus will continue to monitor field performance for this device.